Event description:
Boston scientific received information that this patient presented to the emergency room (ER) with heart rates around 20 bpm after experiencing dizzy spells and falling down at home. When the patient arrived at the ER, no pacing artifact could be seen and the isuprel was administered to increase heart rates. The local area sales representative (sr) was contacted to check the device. When a magnet was applied, there were a few paced beats around 60, but then no response. He then interrogated the device and was able to communicate with it, however could not see any ventricular output coming from the device. Additional testing was performed which confirmed lead measurements were normal, but the device was still exhibiting no output. The sr noted that while reviewing the patient data, the patient was last seen at a different clinic, by a different physician (approximately one month ago) and the device was functioning normally and showing one year remaining. The sr noted that today, the device battery status was showing beginning of life (bol), however the magnet rate was at 90 (indicating elective replacement near status). Subsequently, a temporary pacemaker was used and then the patient was referred for a pacemaker changeout. The sr confirmed the changeout occurred and the patient received a non-boston scientific pacemaker replacement. The sr does not have possession of the explanted pacemaker and is unsure if the pacemaker will be returned.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.